Event description:
There are two areas of leak - first was distal to the pledget - the other was well towards the internal part of the catheter - well beyond where any stitches were placed. This right ij groshong catheter required removal with replacement of a new groshong in the left ij.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.